Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to mishandling. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image at the bend of the insertion tube for the evis lucera elite bronchovideoscope. The issue occurred during maintenance and the patient was not under sedation. The procedure was completed with the same device without delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was found to be damage on the objective lens, which caused a foggy image. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.